Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The device also had severely cracked case on lcd display window corners, cracked battery tube threads, and scratched lcd window. It was unable to confirm the display anomaly due to the blank display. (B)(4).

Event description:
The customer reported via phone call that he jumped into the pool wearing the insulin. He stated that the buttons were not responding so he removed and reinserted the battery but the display was blank. Troubleshooting was done and the customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. He was advised to insert a new battery; the display did not return. He was then instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 145 mg/dl. It was also stated that the screen was black. The customer confirmed that the device was not exposed to extreme temperatures. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.